Manufacturer narrative:
Updated information in section d4 primary UDI number and section d10 concomitant product. The complaint investigation for falsely elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot identified a slight increase in complaint activity; however, no related trends were identified. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. The overall performance of alinity I total ss-hcg reagent was reviewed using worldwide field data. The patient median values for the complaint lot was within the established limits and comparable to the historical reagent lot performance, confirming no systemic issue. In-house accuracy testing was completed with a retained kit of the complaint lot 58303ud00. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the alinity I total ¿-hcg reagent lot 58303ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely positive alinity I total -hcg result for an 18-year-old female patient in the emergency room. (B)(6) 2024 sid (B)(6) initial result 39.63 miu/ml, repeat result < 2.30 miu/ml, repeat result on another alinity ((B)(6)) with result of < 2.30 miu/ml. Second sample with sid (B)(6) initial result < 2.30 miu/ml, repeat result on another alinity ((B)(6)) was < 2.30 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31.

Event description:
The customer observed falsely positive alinity I total -hcg result for an 18-year-old female patient in the emergency room. (B)(6) 2024 sid (B)(6) initial result 39.63 miu/ml, repeat result < 2.30 miu/ml, repeat result on another alinity (B)(6) with result of < 2.30 miu/ml second sample with sid (B)(6) initial result < 2.30 miu/ml, repeat result on another alinity (B)(6) was < 2.30 miu/ml. No impact to patient management was reported.